Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated. The additional prostyle device referenced in b5 is filed under a separate manufacturer report number. Attachment: user facility medsun report

Event description:
User facility medsun report#(B)(4) received that states: describe the event or problem: first deployment appears to be a defective device- "prongs malfunctioned". Second deployment may have been operator error due to "strings breaking". Manufacturer representative (rep) was contacted and unable to provide explanation because she was not onsite during the case to witness this happening. Rep is currently onsite today to educate the team and providers on correct use of the perclose device. Additional information was obtained from the account. It was reported that this was a closure of an unspecified vessel using a prostyle device after a diagnostic heart cath/percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed with two prostyle devices. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.